Event description:
Extreme low blood glucose most likely because of using medtronic quick-set paradigm infusion set with minimed insulin pump. The infusion set I later discovered to be faulty; those particular lot numbers are being recalled by medtronics. This happened on an airplane inflight. Later, I discovered that "a rapid change in air pressure may cause a significant over delivery of insulin...[during] an increase in altitude when an airplane is taking off..." Dates of use: 2009. Diagnosis or reason for use: insulin depend. Diabetic using pump therapy to control blood. Event abated after use stopped: yes. Event reappeared after reintroduction: no.